Event description:
It was reported that the customer had a low blood glucose level. The customer's blood glucose level was 2.4mmol/l. Customer states treated for the low blood glucose with food. Troubleshooting was not performed, but the insulin pump will be replaced per customer's request. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.